Event description:
Subsequently, boston scientific received information that the physician adjudication committee for the altitude under 30 clinical study also reviewed an episode that occurred in (B)(6) 2005. A review of the stored electrogram found that multiple atp attempts and shocks were delivered. There were no known or alleged adverse effects received/identified to date.

Event description:
Boston scientific received information that this device had a report of inappropriate therapies due to a sinus tachycardia or supraventricular tachycardia in (B)(6) 2005. A review of the stored electrogram found that multiple atp attempts and shocks were delivered leading to therapy exhaustion. There were no known or alleged adverse effects received/identified to date. The available evidence indicates that the device was subsequently explanted in (B)(6) 2011 due to normal battery depletion.

Manufacturer narrative:
To date, the device has not been received at boston scientific's return products department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.